Manufacturer narrative:
This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported lot number 31364425. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(6). The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing investigation through device history record review of lot 31363213 has been conducted. This lot has gone through all manufacturing process stages as required by the procedures (lotrafilcon b sops). There was no nonconformity related to the nature of complaint occurred during the manufacturing process. All in-process inspection records and final product inspection record confirmed to be within specifications. Based on the investigation, this lot has passed through all manufacturing process as required by the procedures. The lot was confirmed to meet all in-process and finished product specifications at the time of release. This complaint can be considered as an isolated case as there is no other similar complaint reported to this lot. No root cause can be determined. This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to 2019-62657-02 for the reported lot number 31364425. (B)(4).

Event description:
It was reported on 18aug2019, that a consumer complained of eye pain, blurred vision and lacrimation. The consumer then went to see a doctor and was diagnosed with a corneal ulcer. Follow up information was received on 22aug2019 stating that the doctor prescribed two type of eye drops, atropine and an unspecified antiphlogistic eye drop. The consumer used antiphlogistic eye drop for three weeks, three times per day. The consumer went back to the hospital for a check and was told the symptoms has resolved. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: five lenses in sealed blisters were received. All five of the samples were visually inspected. Two of the samples received were tested further. Testing was performed in accordance with alcon operating procedures. The two tested samples, were found to meet manufacturing specifications for package integrity, osmolality, and ph parameters, the solution was found to be clear and in specifications. Samples were also in specification for surface and edge visual criteria, power as well as, base curve and diameter parameters. The manufacturing investigation through device history record review of lot 31363213 has been conducted. This lot has gone through all manufacturing process stages as required by the procedures (lotrafilcon b sops). There was no nonconformity related to the nature of complaint occurred during the manufacturing process. All in-process inspection records and final product inspection record confirmed to be within specifications. Based on the results of the samples evaluated, the two samples were found to meet manufacturing specifications. The root cause could not be determined. D.4.: this is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported lot number 31364425. The manufacturer internal reference number is: (B)(4).